Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image was not displayed due to poor communication caused by cable failure. It is likely that the cause of cable failure occurred due to water entering into the cable from the pinhole and the cable failed. The cause of the water immersion could not be identified. As to the flooding of the cable, the phenomenon can be prevented by reading the descriptions in the instruction manual which states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during inspection for use prior to a urological procedure, the camera head had a poor image due to the image system malfunction. The procedure was finished with a similar device. Inspection and testing of the returned device found the camera produced no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image due to board failure which might have happened due to short circuit of the electronic parts or corrosion due to water immersion. The following additional findings were noted: poor cable water tightness, cable twist, and connector contact corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.